Event description:
The patient's mother reported that the down arrow button on keypad became unresponsive. The button still springs back and clicks as usual. The reporter denies physical damage to the keypad and exposure to moisture or cleaning products.

Manufacturer narrative:
The pump was returned to animas. The evaluation revealed that the bolus button was detached and unresponsive. The keypad was torn on the down button and was unresponsive. The up button responded to hard presses and the ok button was intermittently responding. The keypad was also removed and contamination was observed under button contacts.